Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. Customer¿s current blood glucose is 158 mg/dl. The other blood glucose level was 139 mg/dl, the customer did not experience any symptoms such as a result of low blood glucose. The customer treated with the food. Troubleshooting was declined for low blood glucose and over delivery. The customer reported that he received two calibration not accepted alarm. The insulin pump will not be returned for analysis.